Manufacturer narrative:
Sientra complaint: (B)(4). Sientra will not be able to perform a failure analysis since the customer discarded the device. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Bilateral capsular contracture, baker grade 1, left-side.